Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Compass case (B)(4) reports: it was reported as "revision of a prior mom revision. Posterior dislocator. New cup and liner utilized." Doi: (B)(6) 2018 dor: (B)(6) 2021 affected side: left hip.